Manufacturer narrative:
Device evaluation: no product evaluation was performed as the product was not returned. However, as part of the investigation for (B)(6) product evaluation was performed on unused samples provided by the customer. Five (5) sealed units were visually inspected under magnification. Due to the high incidence of complaints within the same production order, additional testing was requested to the manufacturing site to further investigate this issue. Manufacturing smes performed dye and torque test in forty (40) unused units. Testing results showed that 5 out of 40 of those samples did not meet manufacturing specifications. Of those five (5) units, two (2) units failed torque test as the lens got stuck in the cartridge and three (3) failed dye test (no coating was identified in the tip of the cartridge). Device history record: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this lot number was performed. The search revealed that additional complaints for this lot number have been received. Based on the complaint history review (chr) results, further investigation was required. Conclusion: based on the complaint investigation results, a product deficiency and malfunction were identified. Therefore, further investigation was required and a non-conformance was initiated. Corrective actions may be implemented based on the results of the investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: sections a-2 patient age/date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable, as the cartridge is not an implantable device. Section d-6b date explanted: not applicable, as the cartridge is not an implantable device. Section e-1 reporter telephone number: (B)(6) - field only accepts the us phone number format. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Device history record: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. A search of complaints related to this lot number was performed. The search revealed that additional complaints for this lot number have been received. Although these complaint issues reported are related, the issue could not be confirmed. Based on the complaint history review (chr) results, further investigation is required. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency could be identified. Further investigation will be performed. Corrective actions may be implemented based on the results of the investigation. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during implantation the zcb00 model intraocular lens (iol) did not pass through the exit hole of the 1mtec30 cartridge, extent of patient contact is unknown. The iol was inserted and removed during same procedure. The following are all unknowns: incision enlargement, suture(s), vitrectomy, and medical attention or was medication prescribed (outside of standard care). It was reported there was a procedure delay. Through follow-up, additional information was received stating there was patient contact as the iol was partially inserted in the patient's operative eye. There was no patient injury and no medical/surgical intervention. The procedure was completed using back-up dcb00 26.5 diopter iol. Additional information was received from anvisa report stating the iol ruptured during insertion into the capsular bag, with cartridge fracture. No further information is available.